Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there have been some issues with the male external catheters, mostly with stocking them and the shortage of the orange replacements. Also stated that they could use additional education rounding and they thought the staff were not using appropriately and there were issues related to anatomy. Customer also reported that the catheter part on the intermittent catheter came apart and was retained in the patient. Patient had to go the operating room for removal of the catheter as a retained foreign object. Per follow up on (B)(6) 2022, customer stated that no manufacturer defect with male external catheter. It was stated that just supply issue with having them available to stock. The intermittent catheter kit where the catheter became dislodged from the bag did result in medical intervention. The patient was taken to the operational room for removal of the catheter. After through chart review, representative found nothing else that was done by staff just that the catheter came off and was retained in the patient¿s bladder.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "damaged extrusion tooling (pin and die)". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, and individual who inserted catheter indications for use: pvc & red rubber: for urological use only silicone: intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra. Directions for use: bard® ez-lok¿ sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip collection devices (fig. 1b). Bd vacutainer® urine products can be used for collection, storage, and transport of urine specimens from a urinary catheter. 1. Swab surface of bard® ez-lok¿ sampling port with antiseptic (fig. 2) e.g., site-scrub¿ ipa device which is an effective disinfecting agent for luer hubs. 2. Using aseptic technique, position the collection device in the center of the sampling port. Press the device firmly and twist gently to access the sampling port. (Fig. 3) 3. If using bd vacutainer® luer-lok¿ access device (fig. 4), collect urine into the bd vacutainer® tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. 4. After sample is obtained, discard collection device according to hospital protocol. 5. Follow established hospital protocol for specimen labeling and transport to lab. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The device was not returned.

Event description:
It was reported that there have been some issues with the male external catheters, mostly with stocking them and the shortage of the orange replacements. Also stated that they could use additional education rounding and they thought the staff were not using appropriately and there were issues related to anatomy. Customer also reported that the catheter part on the intermittent catheter came apart and was retained in the patient. Patient had to go the operating room for removal of the catheter as a retained foreign object. Per follow up on 19jan2022, customer stated that no manufacturer defect with male external catheter. It was stated that just supply issue with having them available to stock. The intermittent catheter kit where the catheter became dislodged from the bag did result in medical intervention. The patient was taken to the operational room for removal of the catheter. After through chart review, representative found nothing else that was done by staff just that the catheter came off and was retained in the patient¿s bladder.